Manufacturer narrative:
The bolus wizard functioned properly per the bolus wizard sample in the user guide. The pump was programmed with multiple basal rates and bolus deliveries, and all registered properly in the daily total history. The pump had minor scratches on the display window, and a cracked reservoir tube lip.

Event description:
The mother reported via phone call that the insulin pump was delivering unprogrammed boluses. The mother stated, there were several unprogrammed boluses delivered during the night time. The customer's blood glucose was 60 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.